Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the endotracheal tube (ett) cuffs could not seem to hold pressure. The cuffs were losing pressure with each breath the patient was taking. The respiratory therapists assessed the tube and tried to troubleshoot the leak, but it was not successful. The device was defective during four events. On (B)(6) 2025, the patient was extubated and did not require intubation. On (B)(6) 2025, the patients required an endotracheal tube (ett) exchange. The respiratory therapists examined the cuffs after extubating and noted they did not hold air once inflated.